Manufacturer narrative:
(B)(4). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
It was reported that the suction catheter could not pass through the microcuff, it stopped where the cuff was located. The suction catheter used was a covidien 6fr. This occurred during the second or third suction. The microcuff was replaced without incident, no injury reported to the patient. No further information has been made available.

Manufacturer narrative:
The device history record for um4304xxx was reviewed and the product was produced according to product specifications. One used sample was received without original packaging. The covidien suction catheter referenced in the complaint description was not received. The endotracheal (et) tube was visually inspected. There was no visible obstruction seen inside the et tube. Since the customer did not return the covidien suction catheter referred to in the complaint description, an unused halyard 6fr (code 196-5, lot m4132t503) closed suction catheter was used in this evaluation. The connection of the inflation line to the et tube was examined under magnification. No encroachment into the et tube was observed. The 6fr halyard suction catheter was advanced through the returned et tube. The suction catheter passed easily through the et tube with no resistance felt. The reported failure was not reproduced using the representative halyard suction catheter with the used et tube. No root cause could be determined, as the complaint event could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).